Manufacturer narrative:
(B)(4). Pneumonia, cardiopulmonary arrest, no known device problem. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown whether the device caused or contributed to the reported event, this report is being filed for notification purposes.

Event description:
It was reported in an abstract titled "does balloon kyphoplasty improve global spinal alignment in patients with osteoporotic vertebral fractures" by m. Kanayama. Et al.in the journal of spine research vol.3 no.3 2012; that 54 cases of osteoporotic vertebral fractures/pseudarthrosis were treated with bkp (including clinical trial cases) and were investigated in this study (9 men, 45 women; mean age: 77 years; 8 cases of adjacent vertebral fractures following spinal instrumentation were included). The levels treated with bkp were the thoracic spine (13 cases, t6-10), the thoracolumbar spine (40 cases, t11-l2), and the lumbar spine (5 cases, l3-l5). In four of the 54 cases, bkp was performed at two vertebral bodies. The average follow-up period for patients was 14.7 months. It was reported that one patient experienced pneumonia and cardiopulmonary arrest 10 days postoperatively. No further information for this patient was reported. The type of bone cement used was not reported in the literature.